Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Reportedly, there was a temperature change to the pump prior to the occlusion alarm occurring and the customer only uses their abdomen to place infusion set sites. Blood glucose level was 330mg/dl. A system check was performed and the pump performed as intended. The customer declined to remove their infusion set site to inspect the cannula for any damage.